Event description:
It was reported that during a vats wedge resection procedure that on the forth firing of the case the surgeon completed all four firing strokes and was unable to open the device. Surgeon tried knife reversal button and also attempted to force the jaws open by pushing on the light grey closing handle but broke it. Issue was resolved when finally after many attempt the button to open the jaws finally worked and the stapler opened. The procedure was prolonged by five minutes. No patient consequences reported. Device was discarded. Procedure as completed with same like product.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung, not sure of location. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? N0. Was the instrument fired across or near an existing staple line or clip? Was fired across another staple line. Were any of the forces higher or lower than expected for closing or firing? Firing. Appeared normal until the surgeon attempted to open the stapler. Once they got the stapler off the tissue staple line was normal. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.